Manufacturer narrative:
Result: fowler assembly.

Event description:
It was reported by service report that the fowler litter was bent on one side and would not lay flat. No pt involvement or adverse consequences are reported.